Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there were challenges with reaching the leaflets due to a high transeptal puncture so the steerable guide catheter (sgc) and a mitraclip were retracted into the left atrium and the transseptal was attempted to be re-punctured. When the clip was attempted to be pulled into the guide it was identified that the clip became stuck on the lip of the guide. Troubleshooting was preformed by attempting to push the clip off of the tip of the guide but it remained caught. During this time it was identified that the clip introducer was no longer attached to the clip. The clip and the sgc were fully removed from the patient, while retracting them it was observed that the clip had fully detached from the introducer and a hole was identified on the guide where the clip had been stuck to the lip of the guide. The sgc and clip were fully removed from the patient and a new sgc and mitraclip were advanced through the opposite femoral vein, the mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1+. There was no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
All available information was investigated, and the reported material split, cut, or torn on the sgc shaft was confirmed via returned device analysis. Additionally, it was observed that the soft tip was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determined the reported material split, cut, or torn on the sgc shaft. The observed torn soft tip was due to procedural circumstances (clip caught on soft tip during removal or retraction of the clip into the guide). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there were challenges with reaching the leaflets due to a high transeptal puncture so the steerable guide catheter (sgc) and a mitraclip were retracted into the left atrium and the transseptal was attempted to be re-punctured. When the clip was attempted to be pulled into the guide it was identified that the clip became stuck on the lip of the guide. Troubleshooting was preformed by attempting to push the clip off of the tip of the guide but it remained caught. During this time it was identified that the clip introducer was no longer attached to the clip. The clip and the sgc were fully removed from the patient, while retracting them it was observed that the clip had fully detached from the introducer and a hole was identified on the guide where the clip had been stuck to the lip of the guide. The sgc and clip were fully removed from the patient and a new sgc and mitraclip were advanced through the opposite femoral vein, the mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1+. There was no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.